Event description:
Loss of integration. Implant did not integrate it just fell out when patient was removing the denture.

Event description:
Loss of integration. Implant did not integrate it just fell out when patient was removing the denture.